Manufacturer narrative:
The technician found fluid migrated into the latch mechanism causing the latch to stick. The technician cleaned and lubricated the latch mechanism to repair the bed.

Event description:
Information received indicates the siderail will not stay in the upright position.